Event description:
A doctor reported to baxter (B)(4) that during therapy after 4 hours, the arterial tubing system leaked. The leak was located at the junction between the thicker tubing part, leading to pump segment, and the thinner tubing part leading to arterial line. The treatment was interrupted as well. Patient lost about 60 ml of blood. Patient was involved but no patient harm was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was provided; therefore a batch review will be conducted. Sample was not returned; therefore, no evaluation.